Event description:
It was reported that during a cryo ablation procedure, the dilator could not be fixed to the sheath. It was noted that the sheath tip was bulging and thickened. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10 fcc13 sheath with lot number 0012502410 was returned and analyzed. A visual inspection was conducted on the shaft, handle, and side port tube area. The inspection revealed a pinched section of the shaft between 0.9 and 1.6 inches from the tip of the sheath, as well as a kink observed in the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The dilator was inserted into the sheath, encountering significant resistance at the pinched section of the shaft. The dilator luer could not be locked to the sheath. A subsequent microscopic inspection revealed damage to the dilator luer, which may be causing the difficulty in achieving a proper lock with the sheath. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube, dilator luer locking mechanism damage, and a wrinkled/pinched shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.